Event description:
During attempted implant, it was reported that the insulation of the right ventricular (rv) lead was twisted and the helix could not be extended. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were insulation twisted and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was damaged due to procedural damage and was clogged with blood/tissue. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the damaged helix due to procedural damage and the helix clogged with blood/tissue. The reported event of insulation twisted was not confirmed. Visual examination of the lead did not find any anomalies to the outer insulation. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.